Event description:
The manufacturer became aware of a patient with bilateral implants of the intraocular lens. At 18 months postoperative, the patient is unable to tolerate the halos and glare he is experiencing. Visual acuity is good, 20/25 uncorrected distance and his daytime vision is very good. At this time the lenses remain implanted. No specific identifiers other than model are known for these devices.

Manufacturer narrative:
A device history record review was not possible due to no lot/serial number was provided.

Event description:
Reportedly a 6900p mitral valve was placed in the tricuspid position was explanted after approximately a 3 month implant duration due to valve leaflets were completely frozen open. There was some pannus on the valve. The patient had right sided heart failure and believe patient has rheumatoid arthritis. The surgeon is wondering if there are some inflammatory properties at play that froze the leaflets open. The leaflets were as hard as a rock per sales representative. The 6900p valve was replaced by a mosaic. The surgeon would like to know if there are any other valves out there with the same issue? The valve is not available for return due to the surgeon would like to do some research on the valve. A 6900p, 29mm has been chosen as device size until the actual device size is known.

Manufacturer narrative:
No product return.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.